Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. It was further described as "the dark blue tip of the transfer set started to untwist from the light blue piece of the transfer set and created a gap". This was observed after use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: the correct manufacturer aware date for this report is 08/02/2024 (previously reported as 07/19/2024). Should additional relevant information become available, a supplemental report will be submitted.